Manufacturer narrative:
Additional information : the device was received for evaluation. During visual inspection, "white specks" were observed in the sample. The reported condition was verified. The cause of the event was due to the manufacturing operator did not follow assembly instructions and excessive solvent caused the white specks during manufacturing process. As an action, a training was performed to involved the operators. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with filter was contaminated. It was further specified that the set had white specks on the opening. This was noted before product use. There was no patient involvement. No additional information is available.